Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported failure to deploy could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 14fr sheath and the tavi procedure was completed. Reportedly, when attempting to tighten the second suture, the suture came out of the anatomy with the knot and loop unraveled/loose. Hemostasis was achieved with the one remaining suture and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.